Event description:
Reported blood glucose results of "129 mg/dl" with a lifescan meter and "98 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The check strip test passed within range. The meter is being replaced.